Manufacturer narrative:
The investigation of limb ischemia and thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B2 updated to death and date of death provided. B5 updated with additional information. H1 type of reportable event updated to death. H6 health effect - impact code 1802 added. Instructions for use as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings and cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-04819: in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6/f8-should have been left blank. G1 reporting contact fax number missing.

Event description:
The patient coded overnight, and the family decided to withdraw care, and the patient expired. Per the medical safety officer review there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Event description:
The user facility reported a 69-year-old female with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The patient had no pulses present, in the rt. Foot to which the md believed to be caused by clots and as a result had to perform an external bypass. According to the md, the pump¿s sheath was not flushed prior to insertion. Then the patient had popliteal pulses however the vascular surgeon stated that there was nothing they could do at that point due to the patient being too sick. The patient was placed on palliative care and after coding overnight the family decided to withdraw care.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.